Event description:
Staff brushed against green light laser machine and the machine alarmed and said fiber expired, another fiber from the same company was used and the case completed without further occurrence. Laser fiber being returned to company american medical systems (ams) greenlight hps, bph fiber optic, # 10-2090, lot 10-2090-015t, exp date 2012-04.